Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device upgrade procedure, the threshold on the right ventricular (rv) lead was found to be high and the pacing impedance was noted to be fluctuating. The lead was capped and replaced. During the procedure, the patient developed a pericardial effusion while trying to get to the coronary sinus. No left ventricular lead was implanted. No further patient complications have been reported as a result of this event.